Event description:
Customer reported that while defibrillating a pt an arc was seen at the pad site of contact. A 5 cm crescent shaped reddened area was noted on the skin following the event. The skin was not broken or blistered.

Manufacturer narrative:
Customer reported that while defibrillating a pt an an arc was seen at the pad site of contact. A 5 cm crescent shaped reddened area was noted on the skin following the event. The skin was not broken or blistered. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.